Manufacturer narrative:
A follow up with the customer on (B)(6) 2015 indicated that the customer was "good" and that the pump settings were adjusted by the health care provider. No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a blood glucose level between 66 to 70 mg/dl. Reportedly, the customer was admitted into the emergency room on (B)(6) 2015 and received intravenous fluid. The customer was released on the same day (B)(6) 2015). At the time of the initial report, the customer's blood glucose level was 178 mg/dl. During a system check with tandem technical support; the pump functioned as expected.

Manufacturer narrative:
Lot number.